Event description:
I began having health problems in 2010 after having had mentor memory gel implants placed in 2008. I began losing large amounts of hair, developed severe fatigue, muscle and joint pain, and memory fog that has worsened over the years. I also developed food intolerances, vit d deficiency, night sweats, elevated iron, vision problems and most recently hashimoto's thyroiditis. I'm now having difficulty swallowing and speaking. I was just made aware in (B)(6) 2018 that these symptoms could be related to breast implant illness and plan to have the implants removed on (B)(6) 2019 at my expense. FDA safety report ID# (B)(4).